Manufacturer narrative:
The marksman catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report through medwatch as below: the CT angiogram demonstrated a left p1 occlusion and the patient was given IV pta. He was than taken emergently to the neuro-interventional lab for an angiogram and thrombectomy with recanalization. When answering the screening for metals question, it was identified he may have had a history of metal shavings in the eye due to work the patient had done years ago. An x-ray of the orbital area was done and revealed no metal in the eye area but a 2mm metallic intracranial foreign body (rfb). Upon review, it was identified that the rfb is the tip of the marksman microcatheter that was used during the thrombectomy and broke off during the procedure. Per neurosurgery, the tip does not need to be removed, but will prevent the from having an MRI in the future.